Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation in all vectors of the current coronary sinus (cs) lead. This lead was surgically revised and eventually was explanted then replaced. No additional adverse patient effects were reported.